Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 30-year-old female patient who had essure (ess205) (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chondromalacia of patella and nausea. Concurrent conditions included chest pain, shortness of breath, upper respiratory infection, viral infection, respiratory tract congestion, uterine fibroid, uterine bleeding and stress urinary incontinence. Concomitant products included hydrocodone, hydromorphone hydrochloride (dilaudid), ibuprofen since (B)(6) 2015, levonorgestrel, ondansetron and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced back pain ("lower back area"). The patient was treated with surgery (hysterectomy (partial);salpingectomy (bilateral removal of fallopian tubes);). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and back pain had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 30-year-old female patient who had essure (ess205) (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chondromalacia of patella and nausea. Concurrent conditions included chest pain, shortness of breath, upper respiratory infection, viral infection, respiratory tract congestion, uterine fibroid, uterine bleeding and stress urinary incontinence. Concomitant products included hydrocodone, hydromorphone hydrochloride (dilaudid), ibuprofen since (B)(6) 2015, levonorgestrel, ondansetron and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), the first episode of bladder disorder ("bladder or urinary problems or changes"), the first episode of urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back area"), abdominal pain ("abdominal pain"), the second episode of bladder disorder ("bladder") and the second episode of urinary tract disorder ("urinary"). The patient was treated with surgery (hysterectomy (partial);salpingectomy (bilateral removal of fallopian tubes);). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, abdominal pain, the last episode of bladder disorder and the last episode of urinary tract disorder had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of bladder disorder, the first episode of urinary tract disorder, the second episode of bladder disorder and the second episode of urinary tract disorder to be related to essure (ess205). The reporter commented: patient received treatment for menorrhagia, gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events: abdominal pain, gen. Abnormal bleeding, bladder, urinary added. Outcome for previously reported event pelvic pain, menorrhagia is updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chondromalacia of patella and nausea. Concurrent conditions included chest pain, shortness of breath, upper respiratory infection, viral infection, respiratory tract congestion, uterine fibroid, uterine bleeding and stress urinary incontinence. Concomitant products included hydrocodone, hydromorphone hydrochloride (dilaudid), ibuprofen since (B)(6) 2015, levonorgestrel, ondansetron and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection: vaginal"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced back pain ("lower back area"). The patient was treated with surgery (hysterectomy (partial);salpingectomy (bilateral removal of fallopian tubes);). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and back pain had resolved and the vaginal haemorrhage, vaginal infection, depression, anxiety, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia); infection: vaginal; psychological or psychiatric problems: depression and mental anguish; bladder or urinary problems or changes; migraines / headaches; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); lower back area, vaginal discharge were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.